Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction based on the results of the investigation, the probable root cause is corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the videoscope had distorted images during preparation. There were no reports of patient involvement.